Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this right ventricular (rv) lead was successfully implanted in the left bundle branch (lbb) area during an implant procedure. Subsequently, the patient was noted to have a heart rate in the 30 beats per minute (bpm) range, and x-ray imaging confirmed lead dislodgement. The patient was transferred back to the implanting facility, where a lead revision procedure was performed. The same rv lead was successfully repositioned and implanted in the rv apex. Follow-up device measurements were obtained following the revision procedure, and the patient was subsequently enrolled in remote monitoring. The patient was reported to be stable with no complications. This rv lead remains implanted. No additional adverse patient effects were reported.